Manufacturer narrative:
A technician found the brake caster was the issue. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2006-2010. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the brake caster to resolve the issue. Baed on this information, no further action is required.

Event description:
Hill-com received a report from the account stating the brakes were not holding. The bed was located in the bed shop at the account. There was no patient/user injury reported. (B)(4).